Event description:
The customer reported that they had 2 units of plasma derived from whole blood with a red tinge they believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of whole blood processing,therefore no patient information is reasonably known at the time of the event.

Manufacturer narrative:
(B)(4). Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: one disposable set with a leukoreduction filter and a plasma bag, and two leukoreduction filters were returned for evaluation. Fluids from the plasma bag were collected and tested for free hemoglobin concentration. The concentration value was 76.46mg/dl. The manufacturing, testing and inspection records were reviewed with no issues noted. There have been no similar complaints against this production lot number. Three retention samples from this production number were visually examined. One bag was tested for solution volume and the other two were tested for the composition of the solution. There were no abnormalities in appearance and measured values conformed to in-house standards. Per manufacturing control records, the amount of cationizing agent was increased within the last two years. Hemolysis tests were performed to investigate the impact of this increase. Test results determined that the cationization level of the filter which was integrated into the sterilized product increased and the concentration of free hemoglobin in whole blood also increased. The distribution of the cationization level of actual filters was checked and it was found that the cationization level varied within a certain lot. The control method of the average cationization level was changed to a new control method so that the distribution width of the cationization level of actual filters could be narrowed. Root cause:the following root causes were determined: as a result of the increase in the amount of the cationizing agent, the cationization level of the filter which was integrated into the sterilized product, increased. The distribution range of the average cationization level of the combination of filter membranes was wide and showed some membranes were less than the specification and others were over the cationization specification range. Corrective action:the following corrective actions were implemented: the amount of the cationizing agent was restored to the previous manufacturing specifications. A new filter control method was created, and the control criteria of the average cationization levels was reduced.